Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14164726. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 14354764. Product family: scs-extension , upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 14354764. Product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(4), batch: 14086348.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed that the patient's scoliosis caused high impedances and therefore the loss of stimulation. Reprogramming improved the pain coverage, but the nurse reported programming to cover the targeted pain area was always difficult, because the leads were not originally implanted in the ideal location due to the spinal column deviation. The patient underwent a revision procedure and all implanted devices were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unknown lead, upn: unknown, model: unknown, serial: unknown, batch: unknown. With all the available information, engineers concluded the loss of stimulation and high impedance measurements were caused by a lead fracture. Visual and x-ray inspections of device sc-2218-50 serial number (B)(6) confirmed six cables were fractured at the click site, at approximately 22 centimeters from the proximal end. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture. Visual and x-ray inspections the devices sc-3138-55 serial numbers (B)(6) revealed no anomalies aside from three clean cuts that is the result of a typical explant procedure and therefore, is not considered a failure. Functional testing of the device sc-1110-02 serial number (B)(6) revealed no anomalies and exhibited normal device characteristics.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed that the patient's scoliosis caused high impedances and therefore the loss of stimulation. Reprogramming improved the pain coverage, but the nurse reported programming to cover the targeted pain area was always difficult, because the leads were not originally implanted in the ideal location due to the spinal column deviation. The patient underwent a revision procedure and all implanted devices were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Update to additional suspect medical device components involved in the event based on devices returned for analysis: product family: scs-extension; upn: m365sc3138550; model: sc-3138-55; serial: (B)(6); batch: 14354764. Product family: scs-extension; upn: m365sc3138550; model: sc-3138-55; serial: (B)(6); batch: 14354764. Product family: scs-ipg-r; upn: m365sc1110020; model: sc-1110-02; serial: (B)(6); batch: 14086348.

Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed that the patient's scoliosis caused high impedances and therefore the loss of stimulation. Reprogramming improved the pain coverage, but the nurse reported programming to cover the targeted pain area was always difficult, because the leads were not originally implanted in the ideal location due to the spinal column deviation. The patient underwent a revision procedure and all implanted devices were replaced. The patient was doing well post-operatively.